Event description:
Info received indicates the brake will engage, but will not hold.

Manufacturer narrative:
The technician found the casters were worn. The technician replaced the brake caster, brake/steer caster and both swivel casters to repair the bed.